Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a pt was admitted to a hospital on (B)(6) 2014, due to nausea, vomiting, and diarrhea. While admitted, the pt was diagnosed with clostridium difficile colitis and peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique during treatment: the pt did not wash their hands and did not don a mask. This nurse stated that the pt was not dialyzing, at or four hours prior to the hospital admission. On (B)(6) 2014, the pt expired.